Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The distributor alleged that the display screen was blank. It was noted that the pump's audio tones were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered on normally with an illuminated display. Investigation did not duplicate the ¿blank display¿ complaint. The display was noted to be dim and discolored.